Event description:
This sfa recanalisation procedure was performed in (B)(6). The patient is an (B)(6) year old female,with a calcified sfa lesion. The protege everflex 6x100x120 was implanted after pta balloon inflation. The protege everflex stent handle was checked, and the stent was prepared. The physician began to deploy the stent. Viewing the deployment on the screen the physician noticed that part of the stent was still in the sheath, not deployed. The only option was to pull the sheath which made the stent elongate and deform. Another everflex stent was placed within this stent. Good flow is now maintained.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4), following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)